Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical record review: a patient with a history of recurrent deep vein thrombosis with continued anticoagulation therapy was scheduled for inferior vena cava (ivc) filter placement. Using ultrasound guidance, the right internal jugular was cannulated and a pigtail catheter was advanced over a wire into the inferior vena cava. A vena cavagram was performed and an ivc filter was successfully deployed below the level of the renal veins. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for migration, detachment, perforation of the ivc as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 09/2011); (09/2008). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, the filter migrated caudally, limbs perforated through the vena cava with one abutting the proximal right common iliac vein, and several limbs detached and embedded in the inferior vena cava. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately six years and five months later post filter deployment, computed tomography of abdomen and pelvis with contrast was performed which showed inferior vena cava filter was below the level of the renal veins. Several of the legs project outside the contour of the inferior vena cava including one which abuts the proximal right common iliac vein. No retroperitoneal hematoma. Therefore, the investigation is confirmed for the alleged perforation of the inferior vena cava. However, the investigation inconclusive for the alleged filter migration and filter detachment. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b6, b7, d4 (expiry date: 09/2011), g3, h6 (conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, the filter migrated caudally, limbs perforated through the vena cava with one abutting the proximal right common iliac vein, and several limbs detached and embedded in the inferior vena cava. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.